Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test. The customer was unable to upload the insulin pump on carelink. The glucometer stopped communicating with the insulin pump. Customer's blood glucose level was 7.2 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.